Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and infusion set not adhering. Blood glucose level at the time of the incident was 578 mg/dl which was treated with shots and bolus with the insulin pump. Customer stated the infusion set fell off which may have caused the high readings. Customer did troubleshoot for the high readings. It was explained to customer the proper preparation process to improve adhesion. The infusion set was replaced. The product was not returned for analysis.